Event description:
I have used super-poligrip & poligrip for the last 11 years. My feet and legs started going numb -pain all the time-. Went to dr. Had blood test done - hi zinc levels and low copper diagnosed with neuropathy and numbness in feet and legs - test included e.m.g and n.c.s. Dose: denture cream. Frequency: 3 times a day. Route: oral. Dates of use: 1998-2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.